Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.